Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The investigation suspected that the tracer registration performed on the patient was insufficient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the tracer registration on the patient was passing and well within the acceptable error metric.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), and in imprecision was observed in the sinus by the surgeon. The imprecision was reported to vary in amount, primarily around 2 millimeters. The reported issue was discovered with multiple probes. Accuracy checks on known anatomical landmarks passed, but in the sinus the imprecision was observed. The surgeon opted to complete the procedure accounting for the imprecision. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.